Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm, pump error 35 alarm, unresponsive keypad, and missing segments/partial display anomaly due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a multiple issues. The customer blood glucose value was 170 mg/dl at the time of the incident. The customer informed that after the bath, the insulin pump did not turn back on and displayed an insulin pump error alarm. The screen would not completely turn and would flash white to black. The customer also informed that the buttons would not respond to the presses. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer informed that the compartment was wet. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.